Event description:
Experienced line isolation monitor alarm indicating high leakage current from device in operating room. Narrowed the cause of the alarm to a hypo/hyperthermia device. Examined power cord and power plugs at both ends of power cord. At the machine end of the power cord we found that the hot and neutral wires were loose at the screw terminals of plug/connector. Insulation was melted away. The wires had been "tinned" in violation of nfpa 99 10.2.2.1.6 "manufacturer requirements for equipment manufactured for use in the deliver of pt care."